Manufacturer narrative:
(B)(4). Date of initial report: 05/19/2016. The incident sample as well has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not function. After it was applied to tissue, bleeding occurred. No further information has been provided by the customer.